Manufacturer narrative:
It was reported that the patient had a successful full system implant today on (B)(6) 2025). Upon extubating the patient, she had difficulty breathing on her own and was re-intubated. The facility called paramedics to transfer her to a hospital to further assist. The issue was resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient experienced shortness of breath after a permanent implant procedure on (B)(6) 2025 and had to be re-intubated. The issue resolved and patient is stable.